Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 74 mg/dl and 382 mg/dl on the suspect device. Patient's therapy was not modified based on these results. No patient injury was reported and no treatment was received. A level-one control test was performed on the system and the result was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.